Manufacturer narrative:
The suspect spine clamp was returned to the manufacturer for evaluation. Visual inspection found that the retainer ring had been pulled from the tip of the adjustment screw. Resulting in the being unable to open the clamp. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.

Event description:
A medtronic representative reported that, while in a spinal fusion, the representative reported that the washer on the spine clamp was removed. The clamp would not open for the surgeon. The site was able to remove the clamp from the patient without affecting the patient. No additional information was provided. There was a reported delay to the procedure of less than 1 hour due to this issue. There was no impact on patient outcome.